Event description:
Procedure: vats. According to the reporter: the device locked on the pulmonary vein, the procedure was converted to open so that the doctor could remove the device. The surgeon cut the vein on both sides of the staple line. No blood loss was reported. Operating room time was extended by 30 mins.